Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is still well folded and shows no signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent is severely deformed over its entire length. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a severely calcified lesion (99 percent stenosis degree) in a severely tortuous rca. During delivery with a telescope guide extension catheters, abnormality was felt and the orsiro was removed. It was noticed that the stent came off the balloon while removing from the y-connector. Finally, the stent was completely dislodged. Another stent was used to complete the intervention.